Event description:
It was reported by the rep the device was used during an open cholecystectomy. It was reported post operatively, the pt experienced bile leaks from an open cholecystectomy case in which the er320 was used to ligate the cystic duct. The pt was readmitted, reoperated on for an exploratory laparotomy, then transferred to hospital which an 'ercp' revealed clip in place, but leakage from the cystic duct.